Manufacturer narrative:
A sample of lot number 2615 was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. The adhesive peel test passed within specification and reflected excellent bonding capability. Based on the results, it was concluded there were no discrepancies with this sample electrodes. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a "poor pad contact" message with these electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.